Event description:
Over a two day period, the user received false results for four patient samples. Specific data was not provided. The initial values all resulted between 75 and 127 iu per ml, and when retested 5 days later, results were less than 5iu per ml. No information was provided to determine if erroneous results were reported, or, if patients were adversely affected.

Manufacturer narrative:
The field service engineer found traces of dry liquid on the cover of the incubator suggesting the cover was not properly installed. If additional information is received, appropriate notification will be provided.